Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received two sureform 60 stapler instruments (part #480460-09, lot #k12240418 0537 and lot #k12240418 0054) associated with this complaint. Failure analysis did not confirm the reported event. The instruments were fully functional. No product issues were identified. Isi also received two blue sureform 60 reloads (part #48360b-08). There was no damage identified on either stapler reload. The reloads had not been fired. No product issues were identified.

Event description:
It was reported that during a da vinci-assisted left colectomy procedure, the customer encountered an issue installing two sureform 60 stapler instruments which required a conversion to an open surgery in order to complete the anastomosis. When installing a sureform 60 stapler instrument on universal surgical manipulator (usm) #4, there was a message regarding initialization and then the usm would sound an alarm. The system logs showed no related errors. The customer tried replacing the drape and sureform 60 stapler instrument with no change. The customer installed a vessel sealer extend (vse) instrument on usm #4 which engaged without issues. The customer also advised that they had no problems related to usm #4 during cases from the following day. The surgeon explained that the procedure was converted to open surgery due to the unavailability of the sureform 60 stapler instruments. In order to continue with the stapling portion of the procedure, the surgeon moved forward with an extracorporeal anastomosis instead of intracorporeal anastomosis. The patient tolerated the surgical change.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: both sureform 60 stapler instrument experienced initialization failures, rather than recognition failures. The logs show sureform 60 stapler instrument (part #480460-09, lot #k12240418-0554) was used first, and it was installed on the system 5 times and fired no reloads. On the 5 installs, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected in each case. The instrument was then removed and not used in the procedure again. Next, the logs show a second sureform 60 stapler instrument (part #480460-09, lot #k12240418-0537) was installed on the system 5 times and fired no reloads. On the 5 installs, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected in each case. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.